Manufacturer narrative:
Result: power cord plug missing its ground prong.

Event description:
It was reported by service report that the power cord was damaged and missing the ground prong. It is unk if there was pt involvement or if there were adverse consequences to report.